Manufacturer narrative:
The customer had been provided with a replacement lid, however this did not resolve the issue. Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. It was observed that the device was able to be powered on and off by pressing the on/off button. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5. The device was archived by stryker and the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.